Event description:
Access and deployment of an bifurcated device and a cuff were uneventful. Post balloon dilatation in the proximal end of the main body, then again at the main body-cuff junction. It was noted that the balloon was not over-inflated. During manipulation of the .014 wire, the anesthesiologist noticed that the patient's bp had dropped and administered meds to raise the bp. The physician broke scrub to remove the lead vest, then to come back and close the arteriotomies (bilateral cutdown), during which, the bp dropped again, and the patient's abdomen appeared to be distended. The physician gowned up again and converted the patient to open repair. When the patient's intestines were moved, there was no rupture in the aorta, no blood in the belly. The elgx devices were not explanted and the patient was closed up, bp was normal at close of procedure. The physician noted that this was "unexplained hypotension necessitating open repair".

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Endologix has requested the operative notes, however, unable to obtain. Due to lack of information, no conclusion can be drawn at this time.